Manufacturer narrative:
During the investigation, it was found that the implant used was a training implant intended for hands-on training and thus not intended for the use in the human oral cavity. These types of implants are designed comparably to the original ones, but not treated in the same way; this applies for shipping it in a non-sterile condition in particular. The labeling clearly indicates that these training implants are not for human use and the complete implant body is color-coded in magenta (i.e. Corresponding color for products of 5.5 mm diameter) which is achieved by anodic oxidation; whereas implants for use in the patient's mouth are of silverish titanium-color. In this case, it can be concluded that the implant failure was caused by the selection of an implant type that is contraindicated for clinical application. Since the labeling was sufficiently indicating this by the term "not for human use" a product related problem can be excluded. However, because medical intervention was necessary in this event, it is reportable per 21 cfr part 803.

Event description:
In this event it was reported that a frialit implant failed to osseointegrate. On (B)(6) 2012 the dentist decided to remove it.